Event description:
The reconstruction plate was originally implanted with a bone graft segment. The segment dissolved and then the plate fractured. The fracture happened approximately a year after the original surgery. Revision surgery performed.